Event description:
The customer reported a fluid leak inside the coulter lh 500 hematology analyzer instrument and the instrument was also giving 'high vacuum out of range errors.' The fluids associated with this leak are: lyse s iii, 5c control, retic c control, and retic pak reagent b (stain clearing solution). The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The facility does have a risk management / exposure control plan is in place. On (B)(6) 2012, the customer found that the drain lines for the main fluidics module were kinked and were not allowing the chambers to drain. The leak was repaired and the instrument was not giving 'high vacuum errors.' The customer was able to fix the leak before the field service engineer (fse) went onsite. However, 5c controls recovered too low for hgb and precision was poor. Service was dispatched. Fse found excessive amount of bubbles in diluent dispensers and customer reported diluent supply line had come loose from rear of unit. The fse trimmed and re-attached this tubing and primed diluent to remove bubbles. Fse noted precision passed post repairs and controls were recovering within limits and very close to beckman coulter inc targets.

Manufacturer narrative:
Kinked drain lines for the main fluidics module was the root cause for the chambers not to drain. (B)(4).